Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1426003) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: device jam during shuttle procedure step inside sheath. Procedure was aborted and manual compression was applied for 15 minutes. The patient was not hospitalized.procedure type: diagnostic coronary vessel size: 6 mm stick location: medium sheath size: 6f